Manufacturer narrative:
The insulin pump was received with ghosting segment due to lcd connector cold solder joint. The device had minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, when he presses the backlight he can barely see anything on the device. Customer can see the main menu but when he attempts to bolus or do anything else it dims out. Customer was sitting outside when he noticed the anomaly. Customer's blood glucose was unknown. Customer didn't have a new recommended battery. The device wasn't dropped nor bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.